Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h10 one cardiomems patient electronic system. Visual inspection revealed that the connectors, switches, cords, and labels had no physical damage. All of the mounting hardware was secured. The unit was run through diagnostic testing with no anomalies observed, and it was noted that the cmems unit passed the barometric pressure tests. The reported event of "error 5 message" was not reproducible during analysis but was confirmed to have occurred by reviewing available log files. As received, the cmems unit passed all diagnostic testing.

Manufacturer narrative:
The device is included in the error 5 advisory notice issued by abbott on 01 june 2018.

Event description:
It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. A replacement unit may resolve the issue.